Manufacturer narrative:
The device in question was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. Media inspection was performed and confirmed the reported error code allegation. A review of the rezum hazard analysis was completed and confirmed that the event of device displays low temperature was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the device instructions for use. The cause that contributed to the reported event could not be determined due to the lack of a product return to analysis. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically has been chosen.

Event description:
It was reported that, during the procedure, the first attempt generated error code 219 (delivery device frequency error). After the device was withdrawn and reconnected, the error persisted despite repeated attempts. A new catheter was then used; however, error code 235 (low temperature (prime)) was displayed and subsequent attempts remained unsuccessful, resulting in the procedure not being completed and requiring rescheduling. Two sets of devices were reported to have been used on the same patient. There were no patient complications. This report is for the delivery which caused error code 235 and resulted in the procedure being cancelled/rescheduled with a patient under general anesthesia.

Event description:
It was reported that, during the procedure, the first attempt generated error code 219 (delivery device frequency error). After the device was withdrawn and reconnected, the error persisted despite repeated attempts. A new catheter was then used; however, error code 235 (low temperature (prime)) was displayed and subsequent attempts remained unsuccessful, resulting in the procedure not being completed and requiring rescheduling. Two sets of devices were reported to have been used on the same patient. There were no patient complications. This report is for the delivery which caused error code 235 and resulted in the procedure being cancelled/rescheduled with a patient under general anesthesia.